Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated: h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope produced an e216 scope communication error. The issue occurred during a diagnostic colonoscopy procedure and was resolved by power cycling the device. There were no reports of patient harm.